Event description:
It was reported that when using the bd pyxis medstation system, the refrigerator had failed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the helmer fridge was not detected on bus and not be recovered. A field service engineer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. A field service engineer remotely walk-through customer over the phone of troubleshooting steps once in front of the station and was able to help resolve issue. The system functioned as intended after the field service engineer troubleshooted the device.